Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 9681442-2025-00309 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 9681442-2025-00047. The catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. G3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using venovo venous stent. It was reported that post a stent placement procedure on (B)(6) 2025, involving two venovo stents (14x140 mm and 12x100 mm) in the left lower limb, a three-month postoperative examination on (B)(6) 2025, confirmed stent patency with partial ulcer shrinkage. Wever, a six-month follow-up ultrasound (date unspecified) revealed thrombus formation within the stent. CT imaging also showed continued ulcer shrinkage, though the ulcer remained present. The current status of patient is unknown.

Event description:
A patient underwent a stent placement procedure using venovo venous stent. It was reported that post a stent placement procedure on (B)(6) 2025, involving two venovo stents (14x140 mm and 12x100 mm) in the left lower limb, a three-month postoperative examination on (B)(6) 2025, confirmed stent patency with partial ulcer shrinkage. Wever, a six-month follow-up ultrasound (date unspecified) revealed thrombus formation within the stent. CT imaging also showed continued ulcer shrinkage, though the ulcer remained present. The current status of patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.